Event description:
Pt reported obtaining a blood glucose result of 118 mg/dl, while using the suspect device. Pt indicated that, when reviewing the device's memory, she was unable to locate this value. Pt noted that she keeps detailed records of all blood glucose results, in a log book, and is certain that this value should have been stored in the device's memory. Pt's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement was shipped.